Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: device photographs for the device related to the reported event of rupture, capsular contracture were reviewed on nov 06, 2020. Visual analysis of the photographs identified:¿ red and yellow particle material on the shell ¿ opening device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture baker grade iii-IV and rupture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii-IV and rupture.

Event description:
Explanting physician reported rupture and capsular contracture baker iii-IV (right side). The device has been explanted.